Event description:
It was reported that this device exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).